Manufacturer narrative:
Initial reporter telephone number is (B)(6). Complaint conclusion: the 135cm powerflex pro 8 mm. X 4 cm. Balloon catheter (bc) was delivered to the lesion, inflated, and then ruptured. There was no reported patient injury. It is unknown how the procedure was completed, but it was reported to be completed successfully. The target lesion was unknown but reported to be heavily calcified and heavily tortuous. The rate of stenosis was 100%. Additional information has been received. The lot number is still unknown. The product was removed intact (in one piece) from the patient. There was no difficulty removing the product from the hoop, the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The following information has been reported as unknown: any other product issue noted either at the account or after the procedure; the target lesion; at what atmosphere did the bc rupture; any difficulty removing the protective balloon cover; contrast media used; contrast to saline ratio; type and brand of inflation device used; if the same indeflator was used successfully with other devices; any resistance/friction while inserting the balloon through the rotating hemostatic valve; any resistance/friction while inserting the balloon through the guide catheter; any difficulty advancing the balloon catheter through the vessel; any difficulty crossing the lesion; if the catheter was ever in an acute bend; if the balloon inflated normally; any leakage noted from the balloon, shaft, hub, or unknown segment; maximum inflation pressure; if the balloon maintained pressure during inflation; if the balloon catheter kinked while being used; if there was resistance/friction with other devices. The product was not returned for analysis. No lot number was provided therefore a device history record (DHR) review could not be generated. The reported ¿balloon burst (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics (heavy calcification and tortuosity and a rate of stenosis of 100%) may have contributed to the burst. As no lot number was supplied a DHR could not be completed. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken. Please note that this is the initial/final report.

Event description:
As reported, the 135 powerflexpro 8 mm. X 4 cm. Balloon catheter (bc) was delivered to the lesion, inflated, and then ruptured. There was no reported patient injury. It is unknown how the procedure was completed, but it was reported to be completed successfully. The target lesion was unknown but reported to be heavily calcified and heavily tortuous. The rate of stenosis was 100%. The product was clinically used and it will not be returned for analysis. Additional information has been received. The lot number is still unknown. The product was removed intact (in one piece) from the patient. There was no difficulty removing the product from the hoop, the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The following information has been reported as unknown: any other product issue noted either at the account or after the procedure; the target lesion; at what atmosphere did the bc rupture; any difficulty removing the protective balloon cover; contrast media used; contrast to saline ratio; type and brand of inflation device used; if the same indeflator was used successfully with other devices; any resistance/friction while inserting the balloon through the rotating hemostatic valve; any resistance/friction while inserting the balloon through the guide catheter; any difficulty advancing the balloon catheter through the vessel; any difficulty crossing the lesion; if the catheter was ever in an acute bend; if the balloon inflated normally; any leakage noted from the balloon, shaft, hub, or unknown segment; maximum inflation pressure; if the balloon maintained pressure during inflation; if the balloon catheter kinked while being used; if there was resistance/friction with other devices.